Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the disposable set was received for evaluation. The collect connector was inspected and no occlusions were noted at the bond sockets. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer declined to provide patient information.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Event description:
The customer reported that during patient treatment, cells could not be collected, since,despite the valve being open, no cells arrived into the collecting line. The procedure was aborted after the 4th collection cycle. The customer reported that the set was contaminated with (B)(6) bacteria. Patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: esbl is the shortened version of extended spectrum beta-lactamase. It is enzymes which have built up a form of resistance to commonly used antibiotics, such as penicillin. Esbl enzymes are produced by two different forms of bacteria: e. Coli (escherichia coli) plusklebsiella pneumoniae. The term esbls is used to refer to the types of bacteria that create esblenzyme. A review of the lot for similar reports was carried out, none have been reported. The device history record (DHR) for this lot was reviewed. There were no events noted in the DHR that would have contributed to what the customer experienced. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the customer stated that the person being treated during the donation had the ebsl bacteria, rather than the disposable set, as was previously reported. A review of the lot for similar reports was carried out, none have been reported. Root cause: definitive cause of the failure to collect cells remains undetermined. Possible causes include but are not limited to:- a manufacturing error where excessive solvent was applied to the tubing causing occlusion at the four-lumen connector.- an air block in the collect line. Correction: a manufacturing fixture to drain solvent away from the 4-lumen connector when bonding had been implemented as a mitigation.